Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4) 2011. The analysis results of the device found that it was received with the shaft not properly crimped, causing that the shroud subassembly loses its intended position in relation to the shaft. Due to this condition, short feed issues were noted during firing leading clips with gap. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clips would not hold after placing. No more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.